Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump for intractable spasticity. The patient reported their pump area got infected the first week it was implanted "so bad it popped out of pocket." The patient stated they have had to suffer every day for that. The patient stated they "went through hell" missing work. It was not specified when this occurred (as the patient has had multiple pumps implanted). No further complications were reported or anticipated.